Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient noticed the detached wire under the sensor pod patch. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).